Event description:
It was reported that the patient experienced redness and soreness at the top portion of the back incision site. The patient was given keflex 500 mg orally four times/day for 7 days. The patient was to see the surgeon for "further exploration'. The event was reported as "ongoing". Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.